Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and not returned during functional testing on a generator the device gave an error code 5. The device will stop activating, and emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
It was reported that during an unknown procedure, the blade was broken off during use. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.